Manufacturer narrative:
This supplemental report is being submitted to correct the initial report submitted on october 6, 2020. Olympus medical systems corp. (Omsc) reviewed the information from olympus europa se & co. Kg (oekg), and confirmed that the coating of the insertion tube was not peeled off. Omsc became aware that a reportable event did not occur, and therefore is withdrawing this MFR report #8010047-2020-07259.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The coating of the insertion tube was partially peeled off. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.